Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail single use laser fiber was used during a ureteroscopy procedure in the kidney, performed on (B)(6) 2022. The laser unit used was an auriga 30 laser console. During the procedure, the laser fiber was broken inside the patient's kidney. The fiber tip was attempted to be pulled out using a piranha forceps to no avail. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code (B)(6) captures the reportable event of fiber tip detached. Health impact code f23 captures the reportable event of the attempted retrieval of the device fragment. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that a lighttrail single use laser fiber was used during a ureteroscopy procedure in the kidney, performed on (B)(6), 2022. The laser unit used was an auriga 30 laser console. During the procedure, the laser fiber was broken inside the patient's kidney. The fiber tip was attempted to be pulled out using a piranha forceps to no avail. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.